Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced serious bodily injury, required multiple surgeries and permanent injury and damages. No other info is available.